Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The tip prematurely detached during the procedure; however, it was not left in the patient.

Manufacturer narrative:
H3: product analysis: as found condition - the apollo catheter was returned for analysis within a shipping box, inside of an opened apollo catheter outer carton, and within an opened apollo catheter inner pouch. No guidewire was returned. Damage location details no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal shaft was found to be in good condition; however, the detachable tip was found to be missing (not returned). No other anomalies were found. Testing/analysis ¿ during testing, an attempt to flushed the apollo catheter failed, as resistance was felt and no water was able to exit the distal tip. Next, a 0.008¿ guidewire was hydrated and advanced into the apollo catheter, where resistance was met within the catheter body. The resistance was determined to be caused by solidified saline (able to be dissolved with water). Conclusion - based on the device analysis and reported information, the customer's "catheter kink/damage" report could not be confirmed. No defect was found with the returned apollo catheter that would have contributed to the reported event; therefore, the root cause could not be determined. The report mentions that ¿the tip buckled over¿, which was unable to be confirmed. It is possible the kink/damage may have been present on the detachable tip; however, since the detachable tip was not returned no assessment was able to be processed. Based on the device analysis and reported information, the customer's "difficulty navigation" report was unable to be confirmed, as no guide catheter was returned for assessment. A few possible causes of ¿difficult navigation¿ are but not limited to, patient vessel tortuosity, damage to guidewire, damage to catheter, and/or lack of continuous flush during delivery. The apollo catheter was returned in good condition, with the only issue found to be the detachable tip missing. The non-medtronic (asahi chikai 0.008") guide wire and the phenom plus guide catheter used in the procedure was not returned. Any contribution the non-medtronic guidewire and/or guide catheter had towards the resistance or detachment was able to be confirmed. The apollo was found to be compatible with the non-medtronic guidewire, and the phenom plus guide catheter. No mention of any continuous flush being administered during the procedure was reported. It was noted that the patient's vessel tortuosity was severe. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo microcatheter had resistance, was difficult to navigate, and the tip buckled over. The patient was undergoing surgery for liquid embolic treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was severe. The distal m2 m3 segment of the right middle cerebral artery (mca) access vessel diameter was 1.2 mm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). A guiding catheter was positioned in the right internal carotid artery (ica) above the cavernous segment for support. The apollo microcatheter was delivered over a 0.008" guidewire and there was friction noted during delivery. The microcatheter was unable to track into the desired vessel in which the injection of onyx was planned. The tip of the microcatheter was buckling over and failed to track into the avm. The apollo microcatheter was replaced by another manufacturer's product to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: asahi chikai 0.008" guide wire additional information received reported the friction occurred when the apollo microcatheter was tracking ahead of the m2 segment of the mca. There was no resistance/friction with any other concomitant device. The guidewire was hydrated per the IFU. There was no kink or other damage observed on any of the devices. The cause of the event was not determined. Additional information received. There was no resistance or other issue with the phenom plus guide catheter.